Event description:
A customer obtained erroneously elevated troponin (accutni) and ckmb results for one patient and an erroneously elevated ckmb result for another patient.customer collected a fresh sample from the 1st patient and tested it for accutni and ckmb on a different instrument. Results obtained were in a different clinical range for both analytes.the elevated ckmb result was reported out of the lab for patient two and it was questioned by the physician. Customer re-tested the original sample on a different instrument and obtained result was within the normal reference range.the customer did not report affect to the patient or user attributed or connected to this event.

Manufacturer narrative:
Samples were collected in bd lithium heparin tubes with gel and were centrifuged at 3,750 rpm for 5 minutes.qc and system check resulted within specifications.a field service engineer (fse) was dispatched: a) the fse inspected the instrument and noted the leaking buffer. The fse cleaned the leak and replaced the probe and wash tower insert. B) the fse verified the repair per established procedure and results met published performance specifications.although the fse addressed hardware issues and the customer questioned the integrity of the samples, a definitive root cause for this event was not determined. A malfunction will be assumed for the purpose of this report.